Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical inc. (Isi) received the vessel sealer extend instrument associated with this complaint. Failure analysis did not confirm the reported event. Visual inspection displayed no signs of physical damage. The instrument was placed and driven on an in-house system, the instrument passed the recognition and engagement tests, and moved intuitively. The jaws opened and closed properly. The instrument cut and sealed without any issues on 2 of 2 attempts. The instrument passed the electric continuity test. There was no problem detected. A review of the logs for the vessel sealer extend associated with this event has been performed by an intuitive surgical, inc. (Isi) advanced failure analysis engineer. The following additional information was provided: logs show that the first instrument lot#: k14231020-0388 was installed 3x and passed homing 3x. Quantity (qty) 13 cut complete and qty 30 seal events were recorded with no errors. The second instrument lot#: l84231019-0095 was installed 2x and passed homing 2x. Qty 10 seal events were recorded with no errors. The third instrument lot#: l84231019-0080 was installed 2x and passed homing 2x. Qty 6 seal events were recorded with no errors. No errors were seen in logs for any instrument. All instruments were used with the erbe vio dv generator.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the customer was unable to use energy with the vessel sealer extend (vse) instrument. The instrument was working previously with no issues. Prior to calling technical support engineer (tse), they opened another vse and rebooted the erbe and the system. The second vse worked at first, but then would not seal. Tse reviewed uploaded error logs and noted no system errors. The surgeon noted that three vessel sealers were used during the procedure that would not seal or produce energy. The surgeon confirmed audible tones but was unable to confirm the completion tone of the sealing process. No tissue effect was noticed. No tissue was cut that was not sealed. There were no error messages when the vse was used. The surgeon did have an error message on screen to remove obstacles from pedals. Due to the insufficient use of the vse the procedure was converted to laparoscopic, the da vinci erbe was not utilized for the laparoscopic procedure. The patient tolerated the conversion well. The estimated blood loss was 200ml, the surgeon noted this was expected due to completing the procedure laparoscopic. No additional ports were placed. A delay of two hours occurred related to troubleshooting and the conversion. Reports with patient identifier: (B)(6) document the other two vessel sealers tried by the surgeon.